Event description:
It was reported that three days after a coronary drug eluting stenting treatment procedure that stent thrombosis occurred. The patient presented with an acute myocardial infarction (mi). The patient was defibrillated once by emergency personnel. The left coronary artery (lca) was accessed and angiography was performed in multiple views. The right coronary artery (rca) was accessed and angiography was performed in multiple views. The physician then delivered and deployed a 2.5x16mm taxus express2 drug eluting stent in the proximal left anterior descending (lad) at 14 atmospheres (atms) for 10 seconds. A post view angiography was performed and the procedure was successfully completed. Medications given during the procedure included heparin, integrilin, amiodarone, and plavix. The patient was then admitted to the hospital for observation. Three days later, the patient suffered an acute mi while still in in-patient care. The lca was accessed and angiography was performed in multiple views. The physician determined that there was a thrombosis at the lesion in the proximal lad. A 2.5x15mm maverick balloon was delivered to the lesion in the proximal lad and deployed at 4 atms for 60 seconds for multiple inflations. The 2.5x15mm balloon was removed. The physician then delivered and deployed a 3.0x30mm maverick balloon in the lad at 6 atms for 3 minutes twice. A post view angiography was performed and the procedure was successfully completed. Medications given during the procedure included versed, fentanyl, integrilin, and plavix. The patient was transferred back to the hospital for a short stay. The patient's condition was stable.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.